Event description:
It was reported that during a laparoscopic nissen procedure, the device popped / broke. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.